Event description:
It was reported that the patient was experiencing burning and overstimulation in perineal area, when turning the device on following an MRI brain scan. It was also noted that during a reprogramming session, the patient was experiencing discomfort due to undesired stimulation in abdomen at times however no burning or shocking sensation reported. Database analysis show that the ipg appears to be working as expected. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: (b)(64. Model: sc-8416-50. Serial:(b)(64. Batch: 20734779. Sc-1216 sn: (B)(6). The returned ipg was analyzed and appears to be working as expected. With all the available information, boston scientific concludes root cause of the reported painful stimulation was not confirmed.

Event description:
It was reported that the patient was experiencing burning and overstimulation in perineal area, when turning the device on following an MRI brain scan. It was also noted that during a reprogramming session, the patient was experiencing discomfort due to undesired stimulation in abdomen at times however no burning or shocking sensation reported. Database analysis show that the ipg appears to be working as expected. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-8416-50 sn: (B)(6). The returned lead was analyzed and was cleanly cut during the explant procedure. Aside from the clean-cut damage, visual and x-ray inspections confirmed no other anomalies on the lead. With all the available information, boston scientific concludes that the source of the pain was not determined.

Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned ipg was analyzed and was not detectable. The battery measured 1.00 volts. The battery was replaced by an external power source for further investigation. The data indicated that the device had been working normally before the explant indicating that it was damaged during the explant procedure. The device exhibited excessive quiescent current leakage (4.4 ma). Residual gas analysis verified no loss of electric current into the surrounding tissue. With all the available information, boston scientific concludes that the complaint was confirmed. The device battery had been completely drained and could not be recharged. It exhibited excessive quiescent current leak caused by circuit damage. The IFU states that the device can be damaged by high voltage transients or high rf (radio frequency) energy. It appeared that the damage occurred during the MRI brain scan procedure.

Event description:
It was reported that the patient was experiencing burning and overstimulation in perineal area, when turning the device on following an MRI brain scan. It was also noted that during a reprogramming session, the patient was experiencing discomfort due to undesired stimulation in abdomen at times however no burning or shocking sensation reported. Database analysis show that the ipg appears to be working as expected. The patient underwent an explant procedure and was doing well postoperatively.